Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years and eight days following the implant of this transcatheter bioprosthetic, the valve degenerated and severe central aortic regurgitation was reported. Another transcatheter bioprosthetic valve was successfully implanted six days later. No additional adverse patient effects were reported.